Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: male. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient¿s operative eye resulting in an unplanned vitrectomy procedure being performed. The surgery center indicated that the capsular tear resulting in a vitrectomy was due to the patient¿s eye anatomy. At the time of the event, the iol was loaded but had slipped into the back of the eye and the lens was not implanted. The capsular tear occurred before the iol was inserted. An anterior chamber lens was successfully inserted. The surgery center does not suspect the amo equipment or iol product caused the event.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.